Event description:
It was reported a patient with a previously placed stent returned to the hospital with short segment non-flow limiting dissections proximal and distal to balloon site (device in question) which were not treated at the 2008 procedure. Post procedure imaging showed no new areas of infarction, however, post procedure day 2 the patient experienced respiratory arrest, myocardial infarctions, malignant arrhythmia and received a coronary stent as a result. After the procedure for the coronary stent, the patient's medical condition deteriorated including her neurological status. On the following month, the intracranial dissections were treated with two wingspan stents with improved intracranial flow.

Manufacturer narrative:
Other) -no alleged device malfunction. Additional information regarding the alleged event was requested and boston scientific received the following response "wingspan was used off label to repair in-stent dissections which were created in the context of balloon angioplasty (with a different balloon). The dissections were not caused by a boston scientific product". This complaint is being filed based on the dissections that had occurred, but that are in no way alleged to be related to our products. The cause of the event is unknown.